Manufacturer narrative:
Updated information: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No plan of revision surgery. No known symptoms or complications reported.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from clinical study, healthcare provider via manufacturer representative regarding a patient with clinical ID (B)(6) study ID (B)(6). It was reported that, CT scan was performed on 04/jan/2024 in which there was bone resorption around the distal aspect of the bilateral s1 screws indicating motion/loosening. Motion/loosening was observed at l5/s1 level. Outcome status: recovering/resolving. Site seriousness assessment:  severity of ae - mild. Site related assessment: not related to procedure, capstone peek spinal system implant, posterior supplemental fixation system, tlif grafting material. Sponsor assessment: probably related to posterior fixation device.  No further complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. X-ray was performed on (B)(6) 2024 and results shows that the hardware was intact. Outcome status of patient was recovered/resolved. No further complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative stating outcome status of patient was updated to recovering/resolving. Patient underwent additional CT scan without contrast on (B)(6) 2025 and results shows s1 bilateral screw loosening; l5/s1 pseudoarthrosis and graft lucency. Computed tomography on (B)(6) 2025 shows pseudoarthrosis l5/s1, lucency around l5/s1 graft. Investigator's opinion: the patient is asymptomatic. Revision at l5/ s1 (anterior approach) along with posterior revision surgery (to address l1/l2 stenosis) recommended. In the index study surgery performed on (B)(6) 2021, capstone peek was implanted at levels l3-4 and l4-l5. It is unclear if the cage was implanted at l5-s1 as tlif at l5-s1 was an additional surgical procedure on (B)(6) 2023. No further complications reported.

Event description:
Additional information received from manufacturer representative stating that, this was an additional surgical procedure, and the site did not provide product identifiers of graft implanted at l5-s1 level. Revision surgery was recommended for bilateral s1 screws loosening, l5-s1 pseudarthrosis and graft lucency. No dates on when the revision is planned or scheduled to perform.

Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative stating the site related assessment as the adverse event (pseudarthrosis at l5/s1) was causal relationship to posterior supplemental fixation system. No further complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Sponsor assessment (oc muo): cec assess as causal to tlif procedure and fixation system, and possible to tlif grafting material and body fusion device. Site related assessment: possibly related to capstone peek spinal system implant, posterior supplemental fixation system, tlif grafting material and to causally related to procedure (tlif l3/l5). No further complications reported.